Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. The representative reported that calibrations were performed on the trackers for the imaging system. Following this, accuracy was confirmed by the representative. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a, while in an electrode and probe placement procedure, an imprecision was observed when attempting to perform an automatic registration alongside the imaging system. The representative reported that one fiducial was 1mm off while the other was 2-3mm inferior. The site elected to perform a point merge registration on the navigation system, where it was found to be accurate. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.